Event description:
During hospitalization the pt experienced a stroke with dense left hemiparesis. Start date implant date with a reported stop date of 9 days later. The condition was not pre-existing, it is unknown if it is related to the device. The event resulted in prolonged hospitalization. The patient's outcome was noted to be improved condition over the next several days and the patient's mental status is also quite poor. The patient was sent to a nursing home in stable medical condition on stop date. The patient also had significant problems with seizures after the procedure and was given depakote with good results. Also, the patient was discharged with dizziness, post cerebrovascular accident, urinary tract infection, fractured leg and chronic cephalgia. Additionally, an admission diagnosis, the pt has had several episodes of syncope and near syncope, chronic cephalgia and carotid stenosis. On the day of admission the patient felt dizzy and fell and fractured their leg.